Event description:
It was reported that a low speed operation and a clock reset alarm was present in the log files. The patient did not experience any adverse events but they did recall they accidentally used an uncharged battery once. During the analysis of the clock reset log file, it was observed that a low speed was caused by a double power cable disconnect when changing over from battery to power module. This caused the clock to reset to all 0's. Low voltage advisories were also observed, and looked to be an issue with the battery clip or the batteries needing to be calibrated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: date of implant was inadvertently included in the previous report. Date of implant is not applicable for heartmate ii system controller. Manufacturer's investigation conclusion: the reported event of a low speed operation and clock reset was confirmed based on the information recorded in the provided log file. The information contained in the log file revealed that the system maintained the set speed with no interruptions from the time stamp of day 49, 21 hours and 0 minutes to day 50, 0 hours and 12 minutes when a complete loss of power was recorded. There was a power cable disconnect alarm prior to the event and the associated voltage levels suggested that the controller was connected to 14v batteries. The next entries revealed that the power was briefly restored and lost again. After the power was permanently restored the system maintained the set speed with no interruptions. There were multiple low battery advisory alarms when the controller was connected to batteries associated with a depleted battery. Although the complete power loss event captured in the log file appeared to be related to both power cables being disconnected, the specific root cause was not able to be determined. The system controller serial number (B)(6) was not returned for evaluation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or quality assurance specifications. Patient handbook and operating manual covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Important warnings relating to pump stops are described in operating manual. The patient handbook heart mate ii patient handbook provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The patient handbook also contains an emergency response checklist. No further information was provided. The manufacturer is closing the file on this event.